Event description:
During the coronary artery bypass graft surgery, the first heartstring seal cracked during loading. The second seal did not deploy properly into the aorta. The surgeon used a third seal but noticed a "knot" at the end of the seal during removal. The anastomatic site was not damaged during removal. No patient complications were reported.